Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a high blood glucose reading. Customer reported his blood glucose was 18.2 mmol/l. Customer stated that his blood glucose is normally between 25 and 35 mmol/l. Customer stated that he will start an experimental medicine in (B)(6). Customer stated that he had an unexpected restart alarm twice and the pump was not stored without a battery. Customer stated there was no temp basal. Customer will be sent a replacement pump and return the original pump.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test and a21 error test. No a21 alarm noted. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip noted.